Event description:
It was reported that during the labeling process, a cockroach was found inside the sealed blue bag that was protecting the programmer. It was also noted that a candy wrapper was found in the secondary package. The programmer will be segregated and scrapped. There was no patient involvement.

Event description:
It was reported that during the labeling process, a cockroach was found inside the sealed blue bag that was protecting the programmer. It was also noted that a candy wrapper was found in the secondary package. The programmer will be segregated and scrapped. There was no patient involvement. It was further reported that the programmer was returned to service.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the unit had a bug walking around inside of it and that a candy wrapper was observed to be inside the blue plastic pack, the programmer was taken apart and verified to be clean and to function correctly. The hard drive was reconfigured and the software reloaded. No anomalies were found.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).